Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system exhibited low out-of-range pace impedance measurements less than 200 ohms on the right atrial (ra) lead one week after implant. In clinic, ra impedance measurements were in the 200-400 ohms range. A right atrial automatic threshold (raat) test showed a ra threshold measurement of 3.4 v @ 0.4 ms. A subsequent raat showed confirmed capture all the way down. It was suspected that the battery of this ICD was depleting rapidly. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was high and irregular. The physician asked whether this lead behavior was indicative of perforation, but ts explained that a gate oxide issue was more likely. The high-power consumption, along with the large decrease in ra impedance measurements, was consistent with a gate oxide issue and was known to result in potential lead corrosion. Review of device data showed approximately 2.5 years remaining on the battery after 12 days of implant, with 489% battery power consumption. As a result, device and ra lead replacement were recommended. The physician also asked about reusing the ra lead for sensing only, however ts explained that any lead corrosion would impact pacing and sensing and would likely result in further lead damage such as lead fracture. The physician inquired further about the need to replace the ra lead, as it had been difficult to place and it was noted that the patient's had a fragile clinical status. Ts explained that reprogramming around the ra lead was not possible. Lead testing via pacing system analyzer (psa) was recommended upon device replacement, and ultimately it was at the physician's discretion whether to replace the ra lead. At this time, this ra lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this right atrial (ra) lead and ICD were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system exhibited low out-of-range pace impedance measurements less than 200 ohms on the right atrial (ra) lead one week after implant. In clinic, ra impedance measurements were in the 200-400 ohms range. A right atrial automatic threshold (raat) test showed a ra threshold measurement of 3.4 v @ 0.4 ms. A subsequent raat showed confirmed capture all the way down. It was suspected that the battery of this ICD was depleting rapidly. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was high and irregular. The physician asked whether this lead behavior was indicative of perforation, but ts explained that a gate oxide issue was more likely. The high power consumption, along with the large decrease in ra impedance measurements, was consistent with a gate oxide issue and was known to result in potential lead corrosion. Review of device data showed approximately 2.5 years remaining on the battery after 12 days of implant, with 489% battery power consumption. As a result, device and ra lead replacement were recommended. The physician also asked about reusing the ra lead for sensing only, however ts explained that any lead corrosion would impact pacing and sensing and would likely result in further lead damage such as lead fracture. The physician inquired further about the need to replace the ra lead, as it had been difficult to place and it was noted that the patient's had a fragile clinical status. Ts explained that reprogramming around the ra lead was not possible. Lead testing via pacing system analyzer (psa) was recommended upon device replacement, and ultimately it was at the physician's discretion whether to replace the ra lead. At this time, this ra lead remains in service. No adverse patient effects or interventions were reported at this time.